Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with "door broken" was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a broken pump head door. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a flo-gard infusion pump with a broken door. It is unknown when this event occurred but it was reported to have occurred in the medicine area. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement; however, no patient injury or medical intervention was reported to have occured. No additional information is available.